Event description:
At about 2 weeks from the primary a revision surgery was performed due to infection.methicillin-resistant staphylococcus aureus (mrsa) was already present preoperatively.

Manufacturer narrative:
Batch review performed on 25 may 2026 gmk-sphere 02.15.e032 moto patella e-cross d 32 (k213071) lot 2531536: (B)(4) items manufactured and released on 03-feb-2026. Expiration date: 19-jan-2031. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.ka04r gmk spherika femoral component s4r cemented (k211004) lot 2533839: (B)(4) items manufactured and released on 09-mar-2026. Expiration date: 19-feb-2031. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.e0410fr gmk-sphere tibial insert e-cross - flex 4r - 10mm (k202022) lot 2525060: (B)(4) items manufactured and released on 09-oct-2025. Expiration date: 24-sep-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.1204r tibial tray fix cemented s.4r (k090988) lot 2529110: (B)(4) items manufactured and released on 05-feb-2026. Expiration date: 14-jan-2031. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.